Event description:
Siemens/varian truebeam linac installed/operational on (B)(6) 2025: five months into service, gantry actively leaking water on morning warmup. Upon investigation, technician discovered screws were overtightened either at factor or during install, leading to cracks forming in coolant system. As a result, water shorted various internal components. In total, this single issue resulted in at least 3 days of downtime and at least 50-60 treatment fractions delayed affecting at least 20 unique patients.